Event description:
An edwards 29mm mitral bioprosthetic valve was explanted at implant due to mitral regurgitation because "it looked like one of the leaflets was crimped and didn't appear to be closing properly." The patient was disconnected from cpb and valve was replaced with same model valve, one size smaller. The reported device has been received by edwards for evaluation, but no patient records were provided.

Manufacturer narrative:
Evaluation summary: the explanted device was returned and evaluated; as received, the leaflets exhibited characteristic markings which indicate a suture was looped around commissure 1. Suture track and permanent indentations were present on the free margins of leaflets 1 and 3 at commissure 1. These indentations were most likely left by a suture that was tied tightly down and against commissure 1, thus leading to a gap at the coaptation region. The wireform was intact, as evident in the x-ray. Device evaluation confirms that the reported leaflet issue was due to suture looping. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device malfunction or quality deficiency related to this event. No further action is required at this time, edwards will continue to review and monitor all events.